Event description:
It was reported that the patient had experienced ¿a lot¿ of pain for ¿about four weeks¿ but had ¿gradually gotten worse¿ over the 7 days prior to the report and had gone up to ¿about an eight or nine¿. It was noted that the patient had gotten ¿a couple¿ of injection in his spine that helped ¿a little bit¿. It was reported that the pain is in his back that was ¿shooting¿ down his left leg. It was noted that the patient¿s implantable neurostimulator (ins) was ¿protruded a little bit¿ with the top protruding more than the bottom. It was reported that the ins was thought to have moved. It was noted that the patient did not experienced significant weight loss or ¿major¿ falls at the time of the report. It was reported that the patient got ¿very little relief¿ when he turned on the ins and it ¿didn¿t help much¿. It was noted that the patient was on ¿a lot of pain medicine¿ and it was not controlling the pain. It was reported that it was difficult to charge the ins because the site was tender and the patient could ¿hardly hold the thing on¿ to charge. It was noted that the patient did use 12 tubes of biofreeze for the pain over the 7 days in which it progressively got worse.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).